Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
No parts or logs from the ventilator to which the compressor was connected were available for further investigation. The hospital uses a third-party company to perform repairs. Information about the current status of the compressor has not been provided. No investigation has been possible, therefore the root cause of the reported event has not been determined. H3 other text : 4119.